Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the right ventricular lead dislodged as observed under fluoroscopy. The patient presented in clinic for a procedure on (B)(6) 2021 where the lead was extracted and replaced. The patient was recovering.

Manufacturer narrative:
Analysis was normal. No anomalies were found.